Event description:
Customer alleges the ventilator turned off 3 times while on pts. The user facility provided details of two incidents of the three incidents. First incident: ventilator was set up for transport of a pt and about 1 min into the transport, the ventilator quit ventilating. The therapist was asked if the cylinder could have run dry, but he said that it was not empty, and that he had subsequently plugged it into the wall in CT and the same thing had happened. Second incident: a therapist was preparing to take a pt on a transport when the ventilator was turned on, it immediately failed to cycle. She could not make it work. Third incident: the user facility indicated that the three incidents occurred in 2008 (within 1.5 months of the issue being reported). One pt was reported as having oxygen desaturation. No permanent injuries were reported in any of the incidents.

Manufacturer narrative:
Smiths medical pm, inc. Imports the ventilator from smiths medical international, ltd. Smiths medical pm, inc, kits a pt circuit and regulator and packages it with the ventilator, therefore, smiths medical pm inc. Is reporting as the MFR. The unit was returned to smiths medical pm, inc. Service dept for evaluation. The unit was ran over 5 hours. When gas pressure was too low, the unit alarmed low pressure and stopped ventilating, as designed. The unit did not stop ventilating at any other time during the testing. The demand/inhibit function was tested and functioned properly. The unit passed all final functional tests. The malfunction that the user facility has reported has not been able to be reproduced. Based on the info that was provided by the user facility, the pt was partially breathing, which would trigger the cmv function. We suspect that the pt took a breath, triggering the cmv function. We have contacted the user facility to confirm this. A clinical coordinator, user facility, is following up with clinicians to make sure they are aware of this feature.